Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an 'air in line' alarm. Pump was reading there should have been 162ml left of infusion for another 2.5 hrs of infusion for ordered 24 hrs. Per rn, infusion was indeed complete, and bag was empty. Per reporter, pump is at the correct settings for the rate. The device was infusing trabectedin at 20.83ml/hr for 24 hr, with volume of 500ml. Patient due for disconnect at 1040, d/t medication administered at 1039 on friday. There was a patient involvement, and no harm/adverse event reported.